Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. No pt injury was reported. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.